Manufacturer narrative:
Concomitant medical products: model: ddpa2d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed rising and high thresholds. Additionally it was noted that the implantable cardioverter defibrillator (ICD) displayed "???" For the last energy charge relevant to the last autocap formation / normal quarterly conditioning charge. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had become dislodged and was confirmed via x-ray. The lead was repositioned and remains in use.